Event description:
The patient observed slight redness and swelling around injection site. It did not become better the next day, so the patient came to hospital to do consultation.

Manufacturer narrative:
The patient observed slight redness and swelling around injection site which did not improve even after the next day. A review of production records showed no abnormalities or deviations from the validated manufacturing process. Bioburden, endotoxin lal, and irradiation certificate associated with the product were all reviewed and no anomalies were found. Pen needles were tested for biocompatibility according to iso 10993 and passed. No device issues were detected.